Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that frequent ¿no external power alarm¿ were observed. Patient was given locking ac power cord at this visit log file analysis completed by the manufacturer¿s technical services representative revealed low power hazard on (B)(6) 2018 at 22:46:39, 22:46:48, 22:46:59, and 22:47:10. During this event the emergency backup battery supplied power to the pump as designed. No other unusual events noted. The pump parameters and values are within normal limits. No additional information was provided.